Manufacturer narrative:
Received information that the patient died, there is no additional information available about the date or cause of death. Hvad pump hw22506 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The physician reported that the patient developed a retro-peritoneal bleed on (B)(6) 2015 after initiation of heparin infusion. There was an abrupt drop in hemoglobin and hematocrit following initiation of heparin. CT scan revealed a large retroperitoneal bleed in the left flank area. The physician stated that he believed initially that the cause of the bleed could have been from difficult femoral arterial access for cardiopulmonary bypass (cpb); however CT did not reveal any leaking around the iliac artery to confirm this. The physician believes this may be related to the exiting of the driveline during the surgical implant, as the collection is directly behind the driveline exit area. Heparin was stopped. Blood products were given. The patient has since developed sepsis from what the physician believes to be an infection of the retroperitoneal collection. CT scan is currently revealing the presence of air bubbles within the collection. On (B)(6) 2015 "the patient coded" and was resuscitated. Right sided weakness was noted after this event. CT-scan revealed a stroke; no other details regarding the CT-scan were provided. The patient still has residual right sided weakness. The patient is currently in the ICU, intubated and sedated with event ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The left ventricular assist device (lvad) system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use outlines to consider the position of the major organs and structures when determining the path of the tunneler. Serious and life threatening adverse events, including bleeding, organ damage during tunneling, sepsis and stroke, are known potential adverse event associated with the use of the device and the procedure as outlined in the labeling. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device remains implanted.